Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to several inappropriate shocks. Non-invasive programmed stimulation (nips) was performed which noted that the impedances were decreasing slowly, thresholds slightly increased and sensing decreased as well. It was also noted that the anti-tachycardia pacing (atp) that was delivered, did not capture successfully. As a result the lead was partially abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.